Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. One device was received for evaluation. One event was confirmed. One device was found to be affected by a broken component. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device overheated. There was patient involvement; no patient impact.